Manufacturer narrative:
Device evaluation: as the rpn and lot number are unknown for this complaint, the investigation is being completed on the assumption that the device used was a zib device as it is known that a zilver biliary stent was used during the study. If further information becomes available indicating the actual rpn and/or lot number of the device the investigation will be updated accordingly. The zib device of unknown rpn and lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zib devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0040-6) states the following: ¿intended use the zilver 518 and 635 biliary stent has been designed for use in palliation of malignant neoplasms in the biliary tree.¿ the IFU also states that ¿standard techniques for placement of percutaneous transhepatic biliary drainage catheters and metal stents should be employed.¿ there is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of the user not reading/following the IFU was identified from the available information. From the available information it is known that the device was placed transgastrically. As the IFU does not contain instructions on transgastric use of the device, this is considered off-label use. The event description also states that ¿in patients in whom the guide wire could be passed into the duodenum or into the afferent loop, an additional metallic stent (zilver stent; cook endoscopy) was inserted distally into the bowel.¿ as per the IFU the device is intended for use in the biliary tree. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report being submitted due to the investigation being completed on 19-mar-2021. Bories et al 2007 ¿transgastric endoscopic ultrasonography-guided biliary drainage: results of a pilot study left biliary duct puncture was achieved with 19-gauge or 22- gauge needles (echo 19, echo-1-22; cook endoscopy, limerick, ireland), pre-flushed with contrast medium. After successful eus-guided puncture and ductal visualization by contrast injection, a 0.035-inch or 0.021-inch hydrophilic guide wire (tracer metro direct; cook endoscopy) was inserted into the biliary duct. Afterwards, the diameter of the tract was increased by means of a 6-fr or 8.5-fr cystostome (endo-flex company, voerde, germany) and a 7-fr, 8.5-fr, or 10-fr polyethylene stent (cotton-leung; cook endoscopy) or a 10-mm covered metallic stent (wallstent rx biliary; boston scientific, paris, france) was then placed to keep the fistula between the left biliary duct and the gastric lumen permanently open. In patients in whom the guide wire could be passed into the duodenum or into the afferent loop, an additional metallic stent (zilver stent; cook endoscopy) was inserted distally into the bowel. Successful transgastric biliary drainage was achieved in 10 patients. A plastic stent was inserted initially in seven patients (six patients had one stent, and one patient had two stents). This file was created to capture the off label use of the zilver device, this device was used transgastric.

Manufacturer narrative:
Exact rpn is unknown, potential 510(k) number is: k163018 or k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Bories et al 2007 ¿transgastric endoscopic ultrasonography-guided biliary drainage: results of a pilot study. Left biliary duct puncture was achieved with 19-gauge or 22- gauge needles (echo 19, echo-1-22; cook endoscopy, limerick, ireland), pre-flushed with contrast medium. After successful eus-guided puncture and ductal visualization by contrast injection, a 0.035-inch or 0.021-inch hydrophilic guide wire (tracer metro direct; cook endoscopy) was inserted into the biliary duct. Afterwards, the diameter of the tract was increased by means of a 6-fr or 8.5-fr cystostome (endo-flex company, voerde, germany) and a 7-fr, 8.5-fr, or 10-fr polyethylene stent (cotton-leung; cook endoscopy) or a 10-mm covered metallic stent (wallstent rx biliary; boston scientific, paris, france) was then placed to keep the fistula between the left biliary duct and the gastric lumen permanently open. In patients in whom the guide wire could be passed into the duodenum or into the afferent loop, an additional metallic stent (zilver stent; cook endoscopy) was inserted distally into the bowel. Successful transgastric biliary drainage was achieved in 10 patients. A plastic stent was inserted initially in seven patients (six patients had one stent, and one patient had two stents). This file was created to capture the off label use of the zilver device, this device was used transgastric.